Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). H4: the lot was manufactured from december 1, 2020 - december 2, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device was filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.